Manufacturer narrative:
Mild burnishing and abrasive wear were observed in the proximal articulating areas and on the distal surface. Mild burnishing and deformation were observed in the anterolateral part of the post. A journey bcs insert would typically show a contact patch on the posterior side of the post centered in the proximal-distal direction. The retrieved insert showed an area of burnishing and deformation from the middle to the top of the posterior side of the post suggesting that the femoral component was sliding along the post in the proximal-distal direction, possibly due to a degree of soft tissue laxity.

Event description:
It was reported that a revision was performed due to flexion instability and subluxation of articular surface.